Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer called and reported that they experienced low blood glucose on (B)(6) 2018 with blood glucose of 48 mg/dl at the time of the incident. The customer was at 100 mg/dl at the time of the call. The customer used food to treat. The customer was wearing the insulin pump during the incident. The auto mode on the insulin pump was active and automatically adjusting insulin delivery during the event. The customer stated the pump delivers even when their blood glucose levels are 30 to 40 mg/dl. Troubleshooting was completed but did not resolve the issue. The customer was having sensor failures and their transmitter needed replacing. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device power up properly after battery installation. Unit received with operating currents within spec. Device passed selftest, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. Device passed delivery accuracy test at 0.08725 inches. No over delivery anomalies noted. Device properly connected to the glucose sensor simulator. No sensor anomalies noted. Device received with the auto mode feature functioning properly. (B)(4).